Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm the critical block and inverse critical block did not add to zero. Customer's blood glucose at time of incident was 4.5mmol/l. Customer's reported battery failed alarms. Customer's stated they don't feel comfortable using pump and would it replaced. Customer was advised to return pump and we will replaced.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 15 was noted during our testing. No unexpected low battery alarms noted during our testing or found at the downloaded pump history. The power management tool confirmed the unloaded voltage and loaded voltage are within specs. The insulin pump had cracked keypad overlay at the select button, minor scratched display window, case and keypad overlay.